Event description:
It was reported that during functional testing, the cmag console speakers and power button did not function due to a damaged sps board.

Manufacturer narrative:
Section a1-a4: there was no patient involved. Manufacturer's investigation conclusion: the reported event of the centrimag console not passing surge testing was confirmed via the console¿s functional analysis. The returned centrimag console (serial number (B)(6) was received at the service depot, and the console did not withstand surge testing of up to 2.0 kv. The issue was isolated to the power supply printed circuit board. The unit was reworked by the service depot and returned to the customer ready for use. The root cause for the reported event was determined to be related to the ac/dc power supply. A corrective action was initiated for this issue, and this centrimag console was manufactured prior to the implementation of this corrective action. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. E) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, section 10 entitled "emergency and troubleshooting", states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual, section 12.4 ¿ "appendix IV ¿ electromagnetic immunity¿, covers the electromagnetic immunity tests, test levels, compliance levels, and electromagnetic environment guidance. No further information was provided. The manufacturer is closing the file on this event.